Event description:
It was reported that high pacing impedance and noise was observed on a remote transmission on (B)(6) 2022. Programming change was made when noise was sensed and binned as ventricular fibrillation on (B)(6) 2022. In beginning of august 2022, a rise in pacing impedance, decreased in r-waves and episodes noise revision were noted. The right ventricular (rv) lead was explanted, and a new rv lead was implanted. The patient was stable.